Event description:
Complainant alleged that the clinicians were monitoring pt, who was presenting a bradycardia heart-rhythm, when the device lost ECG signal detection. The device was attached to the pt and clinicians observed the ECG waveform for approx two mins and then it changed to a dashed line and an "ECG lead off" message was displayed in all leads and pads. Clinicians attempted to change the ECG cable attached to the pt however, the new cable did not remedy the problem. Clinicians then obtained another device and continued to treat the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.